Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller interrogated the battery when in an or and got a message that said communication failure unexpected error occurred communication failure. The caller indicated that the tablet was not connected for more than a few minutes before the error occurred. The caller indicated that the ins was in the box and on a mayo stand with an ipad. The caller did not think the device was near fluoro. The device was still in the box and not associated with a patient. The caller interrogated the ins during the call. The clinician application connected to the device, did not display an error message, and displayed the follow up option to start a session. The caller started a session with the device it showed an alert about impedances because the device was in the box and not connected to leads. The troubleshooting steps that were taken on the call resolved the issue.